Event description:
The customer stated that she had received low glucose readings of 58 and 34 mg/dl. She called later that same day, because her breeze2 meter would not present a test strip and she was unable to test her glucose. The customer was concerned about her low readings and the fact that her mouth and tongue were numb and she was feeling light-headed. While attempting to troubleshoot, the meter still would not present a strip. The customer ended the call with customer service so that she could call someone to take her to the doctor. Attempts were made to contact the customer to find out what glucose readings her doctor received and if she required any type of treatment. Those attempts have not been successful. No product will be returned at this time.